Manufacturer narrative:
(B)(4). Without details for the blood to medicine concentration the cause could not be clarify. Reference: (B)(4).

Event description:
On (B)(6) 2011, the (B)(6) noticed that there was a clotting in the system. This was recognized after bleeding complications and injection of coagulation affecting medicine (lot number: 70064576). (B)(4).